Manufacturer narrative:
Patient weight not available from the site. A medtronic representative reported that while in a spinal fusion procedure, the generator would not boot up they restarted the imaging system three times before it booted up. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation discovered that the reported event was caused by the paxscan and the detector. Replacement of the paxscan and the detector resolved the issue. Also, field systems engineer replaced the power switching board and the ias computer as an upgrade. A medtronic representative reviewed the software logs and found a software anomaly that was resolved with replacement of the power switching board and ias computer. No further issues were reported. Analysis of the returned paxscan confirmed the failure as it did not pass testing due to low image quality. Analysis of the returned ias computer confirmed the failure as it did not pass testing due to a cpu malfunction. Analysis of the returned detector and the power switching board could not confirm any failure with either one of them as they both operated as expected. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the generator would not boot up they restarted the imaging system three times before it booted up. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.